Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that an endoscopic vein harvesting procedure, the vasoview hemopro 2 was working intermittently. The reporter indicated that the harvester stated that the device was turning off during the case not allowing him to continue with his procedure as normal. It would turn on and then back off. The case was completed but no further details have yet been provided. The hospital did not report any patient effects. The product is not returning. The maquet territory manage reviewed with the operating room staff to allow the device to sit for 30 seconds in the event this occurs and then attempt to proceed. The surgeon and lot number are unknown.